Event description:
A patient with an implantable neurostimulator (ins) reported that they needed an MRI on their brain (pituitary). They were having some irritable bowel syndrome (ibs) and they did not know if it had anything to do with the ins or not. They thought the ibs could be because of the device. It had been going on the entire year of 2017. The patient also stated they had several falls that year, that may be related to the event. One was in (B)(6) 2017 and the other in (B)(6) 2017. The patient was at the hospital waiting for an MRI. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor. No further complications were reported/anticipated.